Event description:
Patient reported multiple incidents of the needle on his insulin syringes pulling loose and remaining in the insulin vial stopper. Patient also reported one incident of attempting an injection and the needle retracting into the hub of the syringe. Patient is experienced at insulin injections, so this is a product problem rather than a use error. Dates of use: 2008. Diagnosis or reason for use: diabetes.